Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-nov-2017 and it was reported that the infection resolved without injury to the patient and the patient received a new pump and catheter. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are:product ID 8709 serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 100mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. It was reported the pump flipped. During an attempted refill it was discovered that the pump flipped. The environmental, external, or patient factors that may have led or contributed to the issues was that per the patient¿s family the patient had fallen numerous times. The healthcare provider planned to flip the pump back over but while making the incision at the pump site he discovered the patient had an infection at both the pump site and the catheter anchor site. The healthcare provider removed both the pump and the catheter. The issue was resolved at the time of the report. The patient¿s status at the time of the report was noted as alive, no injury. No further complications were reported/anticipated.